Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements. Additional information was received that this lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The device pocket was then reopened and confirmed the lead had backed out of the header of the device. This lead was then successfully reconnected and remains in service. No additional adverse patient effects were reported.